Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 21mm trifecta gt valve was successfully implanted in a patient after being sized using a trfiecta sizer set. On an unknown date it was noted that the patient was hospitalized due to aortic regurgitation that was occurring due to a tear in the cusp of the 21mm trifecta gt valve. Turbulent blood flow allowed condition for pannus to develop under the valve. On (B)(6) 2023, the decision was made to explant and replace the 21mm trifecta gt valve with another one of the same size. It was noted after successful explant of the first 21mm trifecta gt valve that there was pannus formed around the valve and central regurgitation that had occurred due to a rupture in the main valve cusp. No additional information was provided.